Event description:
The manufacturer representative reported the expected reservoir volume was 13ml and the actual volume was 20mls. The patient had no return of symptoms. The fluid aspirated from the pump was yellow/brown tinged. The patient is very large and is a hard refill. The hcp confirmed they were unsure if they were in the reservoir. The fluid was sent to the lab for testing, but no results were available on the date of this report. The patient's dosage was decreased and the last report was that the patient was doing well. Additional information has been requested from the hcp. A follow up report will be sent when additional information is received.